Manufacturer narrative:
The referenced device was returned to olympus for service. The service inspection found there were excessive dead pixels on the image, affecting the image quality due to defective lcd panel. The device passed all other tests. The monitor was last serviced in march 2022. Inspection only, no problem was found. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the asset/loaner high-definition liquid crystal display (lcd) monitor was returned for service. There was no defect/malfunction associated with the asset monitor. However, upon inspecting and testing, there were excessive dead pixels on the image, affecting the image quality due to defective lcd panel. This report is being submitted to capture the poor/no image due to defective lcd panel. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The specific root cause of the defective liquid crystal display panel could not be determined at this time. Olympus will continue to monitor field performance for this device.